Event description:
Further follow-up revealed that revision surgery was performed in 2006. During the surgery, it was found that the lead pin had become dislodged from the generator, this is believed to be due to the constant rubbing by the patient, who is mrdd. It was further reported that high impedance was observed during a lead test. Th epin was reinserted into the generator and normal values were received durind lead diagnostic testing. The likely cause of the high impedance was the observed lead dislodgement. The event was resolved.

Event description:
There was a problem with the way that the pt's replacement generator was implanted. The pt underwent generator replacement surgery approximately nine months ago and is now scheduled for revision surgery because it was believed that the replacement device was not implanted deep enough and that the new device was not functioning as well as it should.